Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. The measurements had been gradually increasing for a year and appeared to be physiologic. The alert threshold was increased and the lead will continue to be monitored. No adverse patient effects were reported.